Event description:
It was reported that a patient presented in clinic for device check with dizziness and pre syncopal symptoms. During device interrogation rate response on the device was noted to be switching constantly. The device was reprogrammed. The patient condition was fine after the event.